Manufacturer narrative:
Correction to h11 for shr review and ehl: a service history record review identified the device has prior service however it has been greater than 12 months. There is no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log identified upstream occlusion alarms however test failures cannot be confirmed or refuted through the history log.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not reproduce the customer reported condition. The device was sent to flow lines for upstream occlusion testing and it passed. Evaluation found the ultrasonic sensor calibration to within specification. A review of event history log revealed presence of upstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion testing in the biomed service department. There was no patient involvement. No additional information is available.